Event description:
The customer contacted verathon inc. In regards to a glidescope gvl 5 blade that has a broken connector port. The device was returned to further investigation. No injury to patient was reported.

Manufacturer narrative:
Service received the device for further evaluation. Service confirmed the reported incident. A replacement device was sent to the customer .